Event description:
Initial reporter indicated that the handheld computer main battery was low and the "power light would not come on at all." The handheld computer and power cord were returned to MFR for analysis. The handheld was returned and product analysis was performed on the handheld and it performed according to specifications. The power cord that was returned with the handheld computer had an identified cable discontinuity resulting in a non-functional power supply adapter, thus unable to recharge the battery. No other anomalies or adverse findings were identified in the device performance. The cause of the event was the power cord being broken.